Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the cartridge did not fit on the pump. The customer changed the cartridge and was able to successfully resume insulin delivery. Customer's blood glucose level was 197 mg/dl.